Event description:
Customer reported that the device battery charger was inoperative. There was no report of pt use associated with event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not charge the installed battery. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed power supply assembly at the failure analysis center and was unable to confirm nor duplicate the reported failure. Additional testing was unable to find further component root cause of event.